Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the adapter was damaged resulting in being unable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Reportedly, an adapter change was performed to address the issue.

Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.